Event description:
According to the reporter, prior use to a procedure, the stapler did not fire. The staple did not come out. Another device was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.